Manufacturer narrative:
(B)(4). Physio-control evaluated the loaner device and verified the reported issue. Physio did observe that a battery pin in the device was loose. Physio tightened the battery pin, and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the loaner pool.

Event description:
A physio-control service representative was performing routine preventative maintenance on a physio-control owned loaner device and observed the device power off by itself during testing. There was no patient use associated with this event.

Event description:
A physio-control service representative was performing routine preventative maintenance on a physio-control owned loaner device and observed the device power off by itself during testing. There was no patient use associated with this event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿(B)(4).